Event description:
During an implant procedure, a perforation was observed when attempting to implant the right ventricular (rv) lead. Additionally, the helix of the rv lead was observed to be damaged. As a result, the rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.